Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the rf head cable tested out of electrical specification.

Event description:
The radio frequency (rf) head was returned to the manufacturer for repair. It was analyzed and tested out of specification.